Event description:
As reported from our affiliates in (B)(6), per article, ''cutaneous-pericardial fistula: rare complication of transapical aortic valve replacement case report and literature review'', a 29mm sapien 3 valve was implanted successfully. Post implant, additional surgical adhesive was used for complete hemostasis due to persistent mild bleeding. Postoperative period was complicated by acute respiratory failure, acute kidney injury, and low cardiac output syndrome. Two weeks post discharge, the patient developed aseptic wound seroma which was drained. Six months post implant, the patient returned complaining about left chest pain and chronic draining sinus localized on the left thoracotomy scar. Fistulography revealed a cavity related to superficial layers of the thoracic wall. CT revealed an oblique ''hourglass'', shape fistula connecting the heart's apex and chest wall. During surgery, the fistulous canal was marked to prevent its opening and contamination of healthy tissues. The small aseptic abscess was incised near the heart apex, the cavity was drained and the wound closed. Long-term antibiotic treatment was performed.

Manufacturer narrative:
In this case, the date of event is unknown. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma, or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of periprosthetic leaks may be required to close the communication. Per the instructions for use (IFU), fistula is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient/procedural factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: andrei tarus, mihail enache, igor nedelciuc, iulian rotaru, alberto emanuel bacusca, and grigore tinica, ''cutaneous-pericardial fistula: rare complication of transapical aortic valve replacement case report and literature review'', hindawi (2020). N/a.